Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, placement/removal difficulty, and high out of range pacing impedances, measuring greater than 2000 ohms. It was noted the helix mechanism was difficult to extent out. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported high pacing thresholds and high impedances are likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed as the device evaluation was completed.